Manufacturer narrative:
.

Event description:
The patient had good results during trial stimulation. However, after the permanent leads were placed, the patient experienced back pain and unbearably strong electrical impulses into her legs and feet when the stimulation was turned on. The patient continued to receive pulsating shocks after the stimulator was turned off. The patient had more pain with the stimulator in place and off than before implantation. She was told the stimulator was working properly by the manufacturer's representative. The patient consulted with the surgeon who prescribed the patient a pain patch and encouraged the patient to wait several weeks. The patient was on many pain drugs prior to spinal cord stimulation. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.